Event description:
It was reported that vps 22ga 0.9mm od 25mm l instaflash components were separated. The following information was provided by the initial reporter: they use bd venflon pro safety for a long time and now vps with instaflash, when they want to take the needle out after inserting it, and want to use the little white luer lock device- it comes off where the extra little device is sitting on.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/18/2020. H.6. Investigation: one photo and two representative samples were received by our quality team for evaluation. The returned photo shows the customer's description. The flow control plug must be intact with the needle hub when the end cap was detached from the product. The two representative samples were subjected to visual inspection, end cap disassemble force and flow control plug dissemble force functional test. These samples passed the inspection criteria and no abnormalities were observed. The team was able to confirm the customer experience based off the photo received. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As the actual samples in the photo were not received for investigation, it is not possible to perform further investigation, and a root cause cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that vps 22ga 0.9mm od 25mm l instaflash components were separated. The following information was provided by the initial reporter: they use bd venflon pro safety for a long time and now vps with instaflash, when they want to take the needle out after inserting it, and want to use the little white luer lock device- it comes off where the extra little device is sitting on.